Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the patient was hospitalized one day before peritonitis diagnosis and discharged within 4 days. The patient was treated with meropenem injection (500mg, twice a day, intraperitoneal, discontinued) and vancomycin injection (1g, every 3rd day, intraperitoneal, discontinued) and amikacin injection (125mg, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient had recovered from all the events. Pd therapy is ongoing. It was reported retraining for break in aseptic technique is pending. No additional information is available.